Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient was diagnosed and treated for peritonitis. The patient's nurse did not use the sterile cap when setting up and the patient developed peritonitis. The patient was not hospitalized. The peritonitis was treated with vancomycin and ceftazidime daily from (B)(6) 2016. The patient now resides in a nursing home and is continuing dialysis treatment.